Event description:
Additional information was received from a healthcare provider (hcp) via the study. The cause of the motor stall was not listed.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via psr product surveillance registry (psr) regarding a patient in a clinical study who was receiving morphine with concentration 15.0 mg/ml at a dose rate of 5.997 mg/day, clonidine with concentration 100.0 mcg/ml at a dose rate of 39.98 mcg/day, bupivacaine with concentration 20.0 mg/ml at a dose rate of 7.995 mg/day, and compounded baclofen with concentration 750.0 mcg/ml at a dose rate of 299.83 mcg/day via an implantable pump as of (B)(6) 2016 for non-malignant pain. It was reported that a pump motor stall occurred. The programming date from the most recent refill prior to the event was (B)(6) 2016. Device interrogation on (B)(6) 2016 revealed a pump motor stall with recovery without documentation of an MRI (magnetic resonance imaging). No action/intervention was taken. The event resolved without sequelae as of (B)(6) 2016. Regarding etiology, it was noted that the event was related to the device or therapy and un-related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.